Event description:
It was reported "ac3 control head flickering orange/yellow". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an external dvi cable. Visual inspection of the dvi cable was per-formed and no abnormality was noted. The attached pictures were reviewed. The photos show the iabp serial number label, the display label, and the screen with orange vertical lines, which are consistent with the reported complaint. The external dvi cable was installed into a known good ac3 for functional testing. The pump started up successfully. All voltages were within specification. Pumping was initiated and ran successfully for over 30 minutes. A high priority alarm was purposefully generated by kinking the helium pressure tubing and the pump correctly detected the alarm criteria, stopped pumping, corner switch led illuminated, alarm tone generated, and the alarm strip printed out. The installed component was manipulated at each end to see if either connection was intermittent, and no display abnormality was no ted. The external dvi cable was tested for continuity and passed the continuity test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "ac3 control head flickering orange/yellow" was confirmed by the field service agent; however, the returned external dvi cable passed functional testing during the com-plaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "ac3 control head flickering orange/yellow". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).